Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00630. It was reported that the patient's leads migrated after the patient experienced multiple falls. Reprogramming therapy did not resolve the issue. A s a result, the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Reportedly, patient regained full pain pattern coverage.